Manufacturer narrative:
Isi has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a permanent cautery hook instrument tip became detached and fell inside the patient. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument tip became detached and fell into the patient and was lost in intestinal loops. The tip was retrieved during the same procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was noted that the fragment fell while performing the second to last "detachment adhesion" during a left hemicolectomy procedure. The customer stated that the permanent cautery hook (pch) instrument was inspected prior to the procedure and no anomalies were noted. It was also noted that the instrument was removed during the procedure for cleaning. The instrument wrist was straightened, and no resistance was observed while removing it. It was reported that a vessel sealer, fenestrated bipolar forceps, tip-up fenestrated grasper, and manual stapler instrument were in use. There were no collisions between the pch and the other instruments. The fragment was retrieved using a manual stapler with "much effort." The procedure was completed robotically via the da vinci system with a delay of 30 minutes. There was no adverse effect or injury to the patient. The patient has been discharged. The instrument was noted to be available for return. Isi has made several attempts to retrieve the pch instrument from the customer; however, it has not been received. Therefore, the root cause of the customer reported failure mode cannot be determined at this time.

Manufacturer narrative:
67- intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate or confirm the customer reported complaint of "hooked tip felled off from the device¿. The instrument was found to have the hook and the ceramic sleeve attached. No component was missing from the distal end of the instrument. No failure related to the alleged complaint was found.